Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned to the distributor for investigation. Device evaluation includes review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date monitor - 07147655 - 01/07/2016, belt - 59044788 - 12/31/2012.

Event description:
A us distributor contacted zoll to report that a french patient passed away on (B)(6) 2020. Review of the patient's download data reveals that the patient experienced a defibrillation event on (B)(6) 2020, the date of their passing, consisting of eighteen total shocks. Fifteen of the eighteen shocks were appropriate treatments during ventricular fibrillation (vf). The sixth, ninth, and thirteenth shocks were inappropriate treatments. The sixth treatment, which occurred at 09:40:14 on (B)(6) 2020, occurred while the patient was in sinus rhythm at 80 bpm with non-sustained ventricular tachycardia (nsvt). The patient's post-shock rhythm was supraventricular tachycardia (svt) at 160 bpm with preventricular contractions (pvcs). Nsvt contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The ninth treatment, which occurred at 09:44:46, occurred while the patient was in sinus rhythm at 60 bpm with nsvt. The patient's post-shock rhythm was vt at 270 bpm. Nsvt contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The thirteenth treatment, which occurred at 09:48:01, occurred while the patient was in sinus rhythm at 90 bpm with nsvt. The patient's post-shock rhythm was induced vf. The response buttons were pressed intermittently during the event, including while the patient was seen in vf. It is unknown who was pressing the response buttons at these times. It was reported that emergency medical personnel initiated CPR on the patient and that the patient was unconscious at the time of the treatments. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's death.